Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the indicator was amber without any codes and self-test faulted. Fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that patient side manipulator (psm3) indicator led was amber, without any error codes being present. It is currently unknown if psm arm was disabled during this procedure.

Manufacturer narrative:
Correction- h8 updated to indicate initial usage of device. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the patient side manipulator (psm) 3 was disabled/abandoned during the procedure. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The patient side manipulator (psm) was analyzed, and system logs found no errors reported during the procedure. Installed the psm onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Installed sterile adapter, cannula & instruments without any faults. Completed dallas tests and instrument were recognized properly. Tested psm on patient side cart fixture test platform (pftp) where it failed friction tests. After testing was completed, visual inspection found contamination behind the link 6 front cover, where the embedded serializer for the instrument interface (esii) board connects to top switch. The complaint was not confirmed by failure analysis. While the definitive root cause of the customer-reported event could not be established as the reported event could not be replicated or confirmed, based on the findings of the failure analysis, the possible causes may include recognition failure associated with the es board, top switch, and link 6 front cover.

Event description:
Refer to h11 for follow-up information.